Event description:
On (B)(6) 2011, patient reported, the up and down buttons on the infusion device were defective. This was noticed on the day of report when patient bolused. Patient pressed the up button, and it did beep. Patient was not able to verify what was on the screen due to vision concerns. Patient has used this infusion device for 4 years and boluses 4-5 times per day. The buttons pop up after they are pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.